Manufacturer narrative:
Additional information: h4, h6(update codes). H11. H11: the actual device was not available; however, two retained samples were evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed at all junctions and no disconnections were noted. Air passage test was performed and no blockages were found. A functional test was performed, and the flow of liquid was observed throughout the set with no issues. An underwater leak test was performed and no leaks were identified. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set with clearlink leaked at the lateral injector. The event occurred during primming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.